Event description:
It was reported that patient was experiencing heat around the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and leads were added. Additional information was received that the reason for lead addition was that the patient was not getting coverage in the right side and her pain migrated. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing heat around the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and leads were added.